Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose value and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 54 mg/dl and the sensor glucose was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer¿s blood glucose level was 69 mg/dl at the time of the call. The customer was assisted with troubleshooting. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.